Event description:
It was reported that the user was unable to proceed during a supply change with no other alerts, and support guided the user through a dry run and then a supply change using new supplies, after which drops were observed and the user completed the change; a replacement order of cartridges was placed for the reported cartridge lot 35606. Symptoms included no adverse clinical effects. Outcomes included restoration of normal operation after troubleshooting and education. Investigation included remote troubleshooting, user education, and confirmation of successful prime with visible drops. Investigation of this case revealed resolution after replacing consumables, consistent with a transient occlusion or flow obstruction during fill tubing that was mitigated by new cartridges and proper technique, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that user-related or consumable-related factors were the probable cause.